Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor glucose reading of 55 mg/dl and a blood glucose level of 226 mg/dl. Customer also had a threshold suspend alarm. Customer wanted to know if it was okay to turn off the sensor feature and then reconnect the old sensor. Customer was explained that it was fine to do that. Customer declined troubleshooting for the calibration error. Sensor is 5 days old and customer will change it out. No further assistance needed.